Event description:
It was reported that during use with bd vacutainer® push button blood collection set the needle would not retract and a needlestick injury occurred. Medical intervention was not required as patient had been tested. The following information was provided by the initial reporter: customer was attempting to retract the needle. She heard the button engage and lowered her hand to apply gauze, needle did not retract and she was stuck. Was it a clean needle or a used needle: dirty where was the injury: palm on left hand near thumb was the proper technique used: yes was medical intervention required or necessary: no, patient was tested

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. 10

Event description:
It was reported that during use with bd vacutainer® push button blood collection set the needle would not retract and a needlestick injury occurred. Medical intervention was not required as patient had been tested. The following information was provided by the initial reporter: customer was attempting to retract the needle. She heard the button engage and lowered her hand to apply gauze, needle did not retract and she was stuck. Was it a clean needle or a used needle: dirty . Where was the injury: palm on left hand near thumb. Was the proper technique used: yes. Was medical intervention required or necessary: no, patient was tested.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.